Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported by the pt's spouse, that post a coronary drug eluting stenting treatment procedure, a rash occurred. Reporter stated rash started within one week of stent implantation. The reporter described the rash as starting lightly on one thigh and spreading as it continued to worsen. Attempts to obtain additional info were unsuccessful.